Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - improper or incorrect procedure or method, the device was used by an untrained physician. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the clip-firing mechanism was not activated to deploy the clip. Because the deployment button was not depressed, the pusher block would not deploy to fire the clip. Simultaneously, the pusher block would not connect with the j-hook of the release rod to collapse the locator wings and disengage the plunger. Removing the device without collapsing the locator wings would result in difficult device removal. Because the device was removed while the wings were in the open position, one of the wings was broken but remained securely attached within the locator. Based on the investigation findings, the root cause for broken locator wing and difficult device removal is incorrect deployment technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician using the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the patient anatomy. The access ports were not needed as the device was pulled back with slight force and could be removed from the patient's anatomy. Manual compression was applied to achieve hemostasis. The physician was trained (B)(6) 2011. There were no adverse patient effects reported.

Event description:
Subsequent to the initial medwatch report additional information received: the clip could not be released from the device.